Manufacturer narrative:
Excessive fibrin can result in elevated ctni results. Ctni instructions for use indicate that samples should be free of particulate matter and fibrin. Dade behring has distributed a technical bulletin dated 6/30/05 which stresses the importance of sample integrity and proper centrifugation as part of the pre-analytical process for ctni.

Event description:
A falsely elevated ctni result of 1.59 ng/ml was obtained on one patient. The next sample drawn on the same patient was also a falsely elevated ctni result of 0.18 ng/ml. The incorrect ctni results were reported to the physician and he questioned the results. Both original samples were retested and results of <0.04 ng/ml were obtained for both results. The patient was admitted to the intensive care unit, but there was no report of adverse health consequences as a result of the reported falsely elevated ctni results. Based on instrument data, sample integrity is the most likely cause of the elevated ctni results.